Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced high impedances on lead contacts intra-op and post-op an ipg replacement reference MFR. Report# 1627487-2019-04891. In turn, surgical intervention may occur later to address the issue.